Event description:
On 1-29-97, groshong PICC inserted into lt cephalic vein and tip advanced to svc. On 2-4 and 2-5, hub repairs were done for catheter leakage. During dressing change on 2-10, catheter found to have separated from hub and embolized (chest x-ray done). Fluoroscopic extraction performed on 2-11. No apparent injury sustained and no known adverse effect on pt. Pt. Discharged from hosp.